Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an issue with the battery indicator. Even after having replaced the batteries, the patient would recieve a 'low battery' message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.